Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome and spinal pain. The rep reported that the patient has jolting stimulation randomly. They noted that the patient is setting the stimulation level, and it isn¿t staying assigned, or is higher than expected. It was reviewed that the patient can turn off their adaptive stimulation until their appointment with the rep. The change in therapy was considered sudden. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they saw the patient on (B)(4) 2018, and their position trend was suspect. The rep checked position when the patient was sitting, and it showed transition zone. They re-oriented the battery and reset adaptive stimulation positions, which resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the issue occurred 3 years since the implant and they were advised to have the device checked. The patient was told that 1 lead was comprised. They noted that the ¿sensation¿ diminishes after a while. The cause was not determined. As an action to resolve the issue, the patient was told not to change the settings, even if the sensation goes away. They noted that the device was still working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was seen at the physician¿s office, and their ins was re-oriented to the correct positions. They stated that when the patient had been sitting, it was incorrectly reading transition zone, which was fixed after the appointment. When the patient got home, they were no longer getting any jolts and was comfortable in all positions. However, the patient indicated that the programmer was displaying the wrong amplitude number. After the rep called technical services, it was determined that there was a little lag time, which was causing the issue. After the patient waited for the lag time and rechecked the battery, the programmer was reading the correct numbers in all positions. All issued were resolved. No further complications were reported or anticipated.